Event description:
From the distributor's report: 1) the reporter states that no protectice barriers were in place during use. 2) the product was removed by q-tip and water to release. 3) the patient's current condition is fine.

Event description:
Product was used to repair a pediatric laceration on the forehead. The product came into contact with the gauze and eyelashes. The attending removed gauze and adherent eyelashes. The use of preventative measures around the eye were not reported. The pt's current condition is unk.